Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and successfully cleared malfunction without it recurring, and support advised customer to continue using pump and to call back if malfunction returned.